Event description:
Caller reported a malfunction on the pump, but there were no notable events prior to the malfunction. The customer¿s blood glucose level remained within normal range and did not exceed 500 mg/dl (27.7 mmol/l). The technical support provided assistance to reset the pump, and after the reset, the malfunction code did not recur. The customer was informed to continue using the pump and to contact support if any issues reoccur.